Event description:
It was reported that the pump battery was unable to charge despite using multiple usb cables, wall adapters and power sources. Reportedly, a power source alert occurred when attempting to charge the pump. Customer's blood glucose was 145 mg/dl. The customer continued using the pump until pump's battery has fully depleted and had manual injections as alternate insulin therapy.